Event description:
It was reported that a patient presented with tricuspid regurgitation (tr) for a triclip procedure. During the procedure, a triclip was successfully implanted. The procedure was discontinued; the final tr was reduced. There were no adverse patient effects or clinically significant delays reported. It was reported that in (B)(6) 2026, a patient returned with recurrent tr grade 4. A transthoracic echocardiogram (tte) showed that the triclip had a single leaflet detachment (slda). A secondary triclip procedure was scheduled.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.